Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including chronic kidney disease. The subject device has been retrieved and evaluated. Per the product evaluation, customer reports of degeneration and calcification were confirmed through observed calcification. Report of stenosis and regurgitation were unable to be confirmed in the as received condition. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Event description:
It was reported and learned through medical records that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 10 month due to calcification, pannus, degeneration, stenosis, and regurgitation. The patient presented with heart failure, sob, and fatigue. The explanted valve was replaced with a non-edwards valve. The patient was taken to the critical care unit in stable condition post procedure. The patient was discharged pod #6. Per medical records, the patient presented with acute on chronic chf. The patient then developed sob, fatigue, and evidence of renal dysfunction on the day of operation (09/02/25). The patient was found to be hypoxic on arrival to the ER. Pre-op tee revealed severe mitral stenosis. Redo sternotomy was performed to replace the 33mm magna mitral ease with a 33mm epic plus porcine valve. Procedure was successful with no complications and the patient was taken to the critical care unit in stable condition post procedure. The patient was discharged pod #6. Per product evaluation, customer reports of degeneration and calcification were confirmed through observed calcification. Report of stenosis and regurgitation were unable to be confirmed in the as received condition. As received, all three leaflets had cuts of approximately 5mm x 5mm on leaflet 1, 11mm x 12mm on leaflet 2, and 6mm x 11mm on leaflet 3. The cuts had a smooth and straight edge. Leaflet fragments were not returned. Host tissue fused leaflets 1 and 3 by approximately 1mm at commissure 1, leaflets 1 and 2 by approximately 2mm at commissure 2, and leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Sewing ring had multiple cuts around the valve. And exposed metal band on the inflow aspect at commissure 2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, h6 (device code(s)). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 10 months due to calcification, degeneration, stenosis, and regurgitation. The patient presented with heart failure, sob, and fatigue. The explanted valve was replaced with a non-edwards valve. The patient was taken to the critical care unit in stable condition post procedure. The patient was discharged pod #6. Per medical records, the patient presented with acute on chronic chf. The patient then developed sob, fatigue, and evidence of renal dysfunction on the day of operation ((B)(6) 2025). The patient was found to be hypoxic on arrival to the ER. Pre-op tee revealed severe mitral stenosis. Redo sternotomy was performed to replace the 33mm magna mitral ease with a 33mm epic plus porcine valve. Procedure was successful with no complications and the patient was taken to the critical care unit in stable condition post procedure. The patient was discharged pod #6.